Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that the issue occurred due to a defective printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the high flow insufflation unit display went out and alarms sounded. The issue was found during inspection prior to a laparoscopic surgery and it was completed with a similar device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following section was corrected: h4, the device manufacture date should be 13-mar-2016. Based on the results of the legal manufacturer's investigation, the phenomenon of ¿screen blackout and alarm sound¿ was reproduced, and it was determined to have occurred due to a faulty patient circuit (cr) board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. As a result of checking the monthly analysis report (november), no trend of increase was observed. Olympus will continue to monitor field performance for this device.